Manufacturer narrative:
Initial.

Event description:
It was reported that after a run the ilet pump did not turn on, did not respond to the sleep/wake button, and did not reconnect to the phone, though it had been fully charged and worn in the waistband; later, the pump powered on and operated when placed on the wireless charger, indicating a transient issue consistent with an unresponsive key or button involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found while assessing a reported unresponsive button associated with the switch/relay. It was concluded, based on previously established findings for similar reports, that no problem was detected.